Event description:
MFR received medwatch report #180001-2001-00001 alleging that the plastic spokes broke on the left front wheel on a wheel chair. This resulted in the wheel falling off the chair and the chair tipping forward. The user subsequently fell out of the chair onto the pavement. No injury was reported.